Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. The loss of capture was suspected to be due to twiddler's syndrome. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.